Event description:
A healthcare representative reported that following an implantable collamer lens (icl) implantation into the patient's eye, the patient experienced low vault without rotation. Due to low vault without rotation, the lens was removed and replaced intraoperatively for a longer length lens. The problem was resolved. Cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4)